Event description:
In 2006, co became aware of an alleged incident that occurred involving a pneuac parepac ventilator that co sold. According to the report, the user was using the ventilator while transporting a pt into a room. When she switched between the air tack supply and the wall supply, the ventilator allegedly stopped cycling and the pt was bagged manually.